Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead was returned for analysis in two segments. Internal insulation abrasion was noted at 8.5 -9.0 cm from the distal tip. The etfe cable coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.